Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2016, an fse conducted a service call to address the reported event. During the service evaluation, fse determined that the sample loop needed to be replaced. Fse ordered the replacement part to be self-installed by the customer. When the customer installed the sample loop, they over tightened the loop which did not allow any samples to enter the loop. A new sample loop was sent for installation by fse. When fse arrived to install, they found that the customer had already installed the component and the instrument was running without any issues. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the sample loop.

Event description:
On (B)(6) 2016, a customer reported getting high total areas with their g8 analyzer. The customer tried to manually dilute and the total area returned to acceptable ranges for a short time. However, the issue returned. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.